Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported an infection occurred. The implantable pulse generator (ipg) system was explanted due to bacteremia. The source of the bacteremia was unknown. No further patient complications have been reported as a result of this event.